Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 350cc mentor memorygel breast implant catalog: 3543507, lot: 194336. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 350cc mentor memorygel breast implants, experienced left side rupture post-operatively. MRI initially determined possible rupture on (B)(6) 2018, and was later confirmed by a doctor the following month. As a result, the patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implants on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon receipt the device contained cloudy gel. Orange material was observed within the device, yellow material and gel was observed on the shell surface. During the evaluation the device a rent within siltex cracking were observed on the posterior aspect, the rent measuring approximately 1.5 cm. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. A manufacturing record evaluation (mre) was performed for the finished device number 194336, and no non-conformance's related to the reported complaint condition were identified. At this point is not possible to determine the origin of the orange and yellow materials found in the device. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).